Event description:
It was reported that on (B)(6) 2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The valve was successfully implanted. The patient developed heart block, and a permanent pacemaker was implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 24april2025, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. It was noted that the patient had a history of sinus bradycardia. The length of the membranous septum was 3.6mm. The valve was successfully implanted at a depth of 4mm ncc. The patient developed heart block, and a permanent pacemaker was implanted. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was reported stable and had a prolonged hospital stay for monitoring of rhythm.

Manufacturer narrative:
There was no reported device malfunction associated with the navitor valve. An event for patient effects of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported heart block appears to relate to patient medical conditions. The reported surgical intervention was a result of case-specific circumstances, as permanent pacemaker implantation.